Manufacturer narrative:
(B)(4). The reporter stated that the particle appeared to be a piece of plastic. The solution that the bag was filled with was compounded fluorouracil, and the particle was noticed when mixing the drug inside of the bag. Evaluation summary: visual inspection of the returned device identified particulate matter floating in the fluid inside of the bag. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particle is undetermined at this time. In order to further investigate this condition and its cause, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside an intravia 150ml empty container. The particulate matter was said to be 1cm in length and "cloudy" in color. The container was filled with fluorouracil. This observation was made after the container was filled and prior to patient use. No additional information is available.